Event description:
It was reported that the pump exhibited a system fault. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
B3 unknown, d4: UDI (B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com. One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated, however error code 112 occurred with the device during power up. The probable cause of the reported issue was due to the intermittent motor. As a result, the motor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.